Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the customer was able to clear the alarm. However, the device failed the self test. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Hardware low level failures error confirmed in the device history due to broken traces on keypad assembly.